Manufacturer narrative:
Although there were no data flags present for the erroneous result, the field service representative observed numerous data flags for results with the same sample across multiple assays. Quality controls were ran and found to be within specifications. There was no indication for a performance issue of reagent or instrument. The investigation is ongoing.

Event description:
The initial reporter received questionable crpl3 c-reactive protein gen.3 results on cobas 6000 c 501 module. The initial result was 3.3 mg/l and was reported outside of the laboratory. The initial result was questioned by the physician because the patient had been testing higher for the past few days. The repeat result was 52.9 mg/l. The repeat result was believed to be correct. The reagent lot number, used for testing was lot: 39378401 and expiration date: 30-jun-2020.

Manufacturer narrative:
Calibration and qc recovery recovered within specifications. The investigation did not identify a product problem. The cause of the event could not be determined.